Event description:
It was reported that the user, while performing a supply change, unintentionally navigated to the fill tubing screen while still connected to the infusion set and pressed and held the button, believing 29 units were delivered through the tubing, with subsequent troubleshooting revealing there was no cartridge installed and involving the tubing component and an incorrect procedure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and a review and analysis of information provided by the user and a third party. Investigation of this case revealed no device problem and identified a usage problem related to the tubing during fill while connected to the body, consistent with an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was a failure to follow instructions and that an unintended use error contributed to the event.